Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noticed. The lesion was a "type b lesion" located in the right coronary artery (rca). The lesion was predilated using a 2.5x15mm non-boston scientific balloon. The physician advanced a 2.5x12mm taxus express2 drug eluting stent but was unable to cross the lesion. The "first stent tip bent" and it was noticed that the stent strut was flared. Another taxus express2 stent of the same size was used to complete the procedure. There was no pt complications reported and the pt condition was "ok."

Manufacturer narrative:
H6: the device has been rec'd for analysis, but the add'l testing is not complete.